Manufacturer narrative:
One bioraptor knotless suture anchor device used for treatment, was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were limited without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location, tissue condition and surgical site preparation according to instructions for use. Influences unrelated to manufacture that could compromise product performance or integrity include: difficulty with establishing and maintaining axial alignment of suture anchor with prepared insertion site. Excess force placed upon the product. Site prep with alternate or without recommended instruments. Review of instructions for use confirms instructions, precautionary statements and recommendations for proper use of product. Per instructions for use: ¿breakage of the suture anchor can occur if the insertion site is not prepared with the recommended smith and nephew drill prior to implantation. Warning: to prepare the insertion site, only use the appropriate smith and nephew drill guides and drill bits intended for use with the bioraptor knotless suture anchor to ensure that the implant is properly aligned. Caution: ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. Establish and maintain axial alignment of the suture anchor with the prepared insertion site. Use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ product met specifications upon release to distribution. Complaint history review found one other report for this lot.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, the anchor pulled out of tunnel when surgeon gave the sutures a slight yank to check for fixation. Another bone hole was necessary to complete the surgery. There were no delay or patient injuries reported. A back-up device was available to finish the procedure.